Event description:
Caller reported that pump experienced a malfunction. There was no reported impact on the customer's blood glucose level as it was unclear or not provided. Customer received assistance from technical support to reset the pump, after which the malfunction did not recur. Caller was advised to continue using the pump and to call back if any further malfunction codes appeared, which they acknowledged and understood.